Manufacturer narrative:
Correction to b5 from right ventricular (rv) lead to right atrial (ra) lead.

Event description:
It was reported that this right atrial (ra) lead was an attempted implant as once connected to the pacemaker, noise was observed. It was noted this had the appearance of myopotential noise. While the field representative was speaking with technical services (ts), the physician directed the field representative to use a different device in which noise was observed again. This ra lead was explanted, and a different ra lead was implanted, which was working well with no noise. The new ra lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was an attempted implant as once connected to the pacemaker, noise was observed. It was noted this had the appearance of myopotential noise. While the field representative was speaking with technical services (ts), the physician directed the field representative to use a different device in which noise was observed again. This ra lead was explanted, and a different ra lead was implanted, which was working well with no noise. The new ra lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Correction to b5 from right ventricular (rv) lead to right atrial (ra) lead.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant as once connected to the pacemaker, noise was observed. It was noted this had the appearance of myopotential noise. While the field representative was speaking with technical services (ts), the physician directed the field representative to use a different device in which noise was observed again. This rv lead was explanted, and a different rv lead was implanted, which was working well with no noise. The new rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.